Event description:
It was reported the patient underwent replacement of their rechargeable stimulator due to difficulty using the recharger. Despite repeated attempts at education and confirmation of device function, it was decided to replace the device with a non-rechargeable device.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was unable to recharge. Interrogation by the 8840 was normal. It was also reported that the patient experienced pain at the neurostimulator site. Following neurostimulator replacement with a non-rechargeable device the patient recovered without, sequela.

Manufacturer narrative:
Final device analysis revealed the device was overdischarged and a power on reset had occurred. A physician mode recharge was performed that restored telemetry and the device was able to recharge normally. The primary finding was the device was functionally ok and no anomaly was found.